Event description:
Additional information was received. The pump was explanted.

Manufacturer narrative:
B5 additional information was received. D6b explant date was added.

Event description:
Clinical review/rationale: an impella cp was inserted via the left femoral artery to support the 55 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient had a known history of peripheral arterial disease, calcified arteries, and uncontrolled diabetes. In addition the cp pump the patient was supported by inotropes, vasopressors, and extra-corporeal membrane oxygenation (ECMO). The pump was supporting when on the 2nd day of the support the placement signal was not functioning as expected. The pump position was confirmed to be appropriate. Then 2 days later (on day 4) there was acute limb ischemia diagnosed by the loss of pulses and sensation. The team placed a fem-fem bypass to support and perfuse the limb. The known peripheral disease could have been a contributor, as was the known ECMO use and diabetes. The pump remains on for use despite the placement signal and ischemia. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The placement signal had no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Correction. Section d1 brand name was corrected accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.